Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was not removed or broken upon receipt and no physical damage was noted. Error code information could not be accessed from the ehl (event history log) because the pump would not turn on. The customer reported issue was confirmed during the investigation. Root cause of the reported issue is due to insufficient software upload by the customer. Uploaded software from the bottom case to the top. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was alarming and the screen is black. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.